Event description:
It is reported that the device was implanted in 2001. The pt began to feel as though the left knee was a bit loose or unsteady, particularly while walking during the date of event and in 2002. Six months later, while getting out of his car, the pt had an acute onset of severe pain in the left knee and felt as though part of his knee was sticking out laterally, and developed swelling in the joint. The polyethylene articular surface had dislocated. The device was revised on july 24, 2002.

Manufacturer narrative:
Evaluation summary: condition of the device is not known. The cause for the dislocation could not be definitively determined due to insufficient info. Evaluation: product and x-rays were not returned for evaluation. Device history records indicate manufacture to specification.